Event description:
Boston scientific received information that this patient underwent a medical resonance imaging (MRI) and the device went into safety mode. The patient has terminal brain cancer and initially was informed he only had approximately six months to live. However, the prognosis was updated and his life expectancy was extended. Therefore, the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
This product issue will be updated after the device is returned an evaluation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the clinical observations were confirmed. Review of the device memory confirmed that the device underwent a reset and following the reset, the device reverted to a safety mode with limited programmability, in which single chamber pacing and defibrillation therapy were available. Analysis results are consistent with devices that have been exposed to radiation and/or a high magnetic force, such as magnetic resonance imaging (MRI). No other adverse events have been reported. This product issue will be updated if additional information is received.